Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, prior to the procedure, a suction was done with a currette (8mm tip). Although a secure, cervical seal was not obtained, the procedure was started. Approximately 5 minutes into the procedure, a fluid loss alarm occurred (rate of loss, approximately 10 cc's, 3 cc's per minute). The cervix was flushed with room temperature water and the procedure was then aborted. After this occurred, a single tooth tenaculum was applied at 9 o'clock, the sheath was placed back into the cervix and a second tenaculum was placed at 3 o'clock, obtaining a secure seal. The case continued for another five minutes with no fluid loss occurring. Although no burn was observed at the cervix, silvadene cream was applied prophylactically "just in case". Follow up information received on august 4, 2009, confirms that there was indication of overdialation as a result of curettage and there was leaking at the cervix. Although several attempts were made to confirm whether or not a burn was sustained, there is no further information regarding this event.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.